Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. Customer was tested blood glucose with bayer meter, then the doctor tested her blood with a hospital meter, and they were both reading completely differently by almost 200 points. The insulin pump will not be returned for analysis.